Event description:
Pt started infusion device on (B)(6) 2010. From (B)(6) 2010, pt experienced hyperglycemia with blood glucose as high as 465 mg/dl. Pt corrected hyperglycemia with insulin injections. On (B)(6) 2010, pt started the backup infusion device and experienced no further concerns. Pt believes the insulin delivery of primary infusion device was too low. Infusion headset is changed every 2 - 3 days and infusion tubing and insulin cartridge every 7 days. Infusion device was not exposed to water or electromagnetic fields. Pt did not loose consciousness. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. No add'l info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.